Manufacturer narrative:
As reported in a research article, seven years after the valve was implanted endocarditis and stenosis was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, (B)(6) hospital, 1 rond-point (B)(6). It was reported that on 30 september 2011, a 21mm trifecta valve was implanted during an aortic valve replacement. In july 2018, the patient had an episode of streptococcus mitis infective endocarditis. Ultrasound also showed mildly stenosing aortic valve. The aortic area was assessed at 2.58 cm² (1.62 cm²/m²) in favor of loose aortic stenosis. The aortic itv was 42 cm. The patient aortic vmax was 215 cm/s. According to a transthoracic echocardiogram, there was a non-dilated aorta. Undilated left ventricle with normal segmental and global contractile function. 62% the left ventricular ejection fraction (lvef) was measured at 62% using the simpson method. Sub-aortic septal rim was noted. Increase in cardiac output calculated at 8.31 l/min with a cardiac index of 5.22 l/min/m² (249% of theoretical). The mean lv-aorta gradient was 11 mmhg. Maximum aortic velocity at 215 cm/s. No image in favor of an abscess or vegetation within the limits of the examination. Normal left ventricular filling pressures. The valve remained implanted. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 september 2011, a 21mm trifecta valve was implanted during an aortic valve replacement. In july 2018, the patient had an episode of streptococcus mitis infective endocarditis. Ultrasound also showed mildly stenosing aortic valve. The aortic area was assessed at 2.58 cm² (1.62 cm²/m²) in favor of loose aortic stenosis. The aortic itv was 42 cm. The patient aortic vmax was 215 cm/s. According to a transthoracic echocardiogram, there was a non-dilated aorta. Undilated left ventricle with normal segmental and global contractile function. 62% the left ventricular ejection fraction (lvef) was measured at 62% using the simpson method. Sub-aortic septal rim was noted. Increase in cardiac output calculated at 8.31 l/min with a cardiac index of 5.22 l/min/m² (249% of theoretical). The mean lv-aorta gradient was 11 mmhg. Maximum aortic velocity at 215 cm/s. No image in favor of an abscess or vegetation within the limits of the examination. Normal left ventricular filling pressures. The valve remained implanted. The patient status was unknown.